Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this newly implanted right ventricular (rv) lead was hospitalized in the intense care unit a few days after implant, in which possible rv loss of capture (loc) was observed. There was a rise in rv pace impedance measurements remaining with normal range. It was unclear what this patient's symptoms were. It was noted the rv lead could possibly be dislodged. Technical services (ts) discussed troubleshooting options including reviewing chest x rays. Additional information is being requested from the field. This rv lead remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this patient with this newly implanted right ventricular (rv) lead was hospitalized in the intense care unit a few days after implant, in which possible rv loss of capture (loc) was observed. There was a rise in rv pace impedance measurements remaining with normal range. It was unclear what this patient's symptoms were. It was noted the rv lead could possibly be dislodged. Technical services (ts) discussed troubleshooting options including reviewing chest x rays. Additional information is being requested from the field. This rv lead remains in service. No additional adverse patient effects were reported. Additional information was received that this rv lead was dislodged confirmed via imaging. A revision procedure was performed in which this rv lead was surgically abandoned, and a new rv lead was implanted. This patient will be followed up with in the future. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.